Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested for glucose with accu-chek inform ii meter serial number (B)(4). The patient was tested using a sample from the right hand and this resulted as 32.4 mmol/l. The patient was also tested using a sample from the left hand and this resulted as 16 mmol/l. The samples were tested within 2 minutes of each other. The patient was not adversely affected. No issues were seen when checking the error log of the meter. Further testing using control material and linearity material on the same bottle of test strips passed. The customer's product has been requested for investigation.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No product was returned from the customer, therefore no further investigation is possible. There was no information provided that would point to a cause for the result discrepancy.